Event description:
Report received of an over-delivery of dobutamine. The customer contact indicated that the event was the result of an error in programming the device. The intended pump parameters were for a volume to be infused (vtbi) of 200ml at a rate of 38 ml/hr. Reportedly at 0730, the night shift nurse hung a new bag of dobutamine and programmed the pump with a rate of 200ml/hr, instead of the intended 38ml/hr. At 0750, the error in programming was noted by the day shift nurse while performing rounds. The pt experienced tachycardia and pain in the left arm and jaw; however, the blood pressure was reported to be stable. The infusion was stopped, and the pump was removed from clinical service. The pt's symptoms resolved within 15-20 minutes. Though requested, no further info was available.